Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the end user experienced an allergic reaction and developed redness in the wound. A dermatologist prescribed dersani oil and dexpanthenol. The treatment provided no improvement. The end user's daughter used a dressing to fill in the fistula. She stated that the dressing did not adhere to the skin, so she used adhesive tape.